Event description:
There was a report of a tandem mobi pump battery that would not charge, despite several attempts to troubleshoot the issue using the tandem charging pad, cable, and wall adapter. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.